Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was verified during lab tests. Chip resistor r129 was open.

Event description:
It was reported that the device was not recognizing a test load as being attached. There was reportedly no patient involvement.